Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2011, the cutting edge of the wire cutter plier broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Per source document, the manufacturing and material documents shows conformity to the specifications. The investigation of the complained wirecutter shows that the cutting edge is broken off just at the front part. This indicates clearly that the wire was cut just with the most up front part what causes extremely high mechanical force on the tip.